Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood back out of the valve while flushing. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: when flushing the chimney the injection membrane sluggish to flush. After a while easily. Then blood backs out of the valve and the bleeding cannot be stopped. The membrane is gone. Worried that it is entering the patient. This incident happened several times with the pvks 393230.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/25/2021. H.6. Investigation: one used sample was received by our quality team for evaluation. Upon visual inspection of the sample, it was observed that the valve had moved towards the luer end. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue related to eto sterilization. CAPA#1379444 was initiated.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood back out of the valve while flushing. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: when flushing the chimney the injection membrane sluggish to flush. After a while easily. Then blood backs out of the valve and the bleeding cannot be stopped. The membrane is gone. Worried that it is entering the patient. This incident happened several times with the pvks 393230.